Event description:
Patient presented to the physician with an infection at the ipg site. Physician prescribed antibiotics. Physician brought the patient into the or three days later and removed the entire inspire system.